Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a urea value of 0.7 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 6.3 mmol/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.